Event description:
It was reported that the lead had a decrease in impedance from 400 ohms to 200 ohms. The lead is scheduled to be replaced. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.